Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were went to emergency room due to high blood glucose with blood glucose of 600 mg/dl. The customer's current blood glucose is 400 mg/dl. The customer mentioned other blood glucose such as 182 mg/dl. The customer did not experience the symptoms due to high blood glucose value. The customer was treated by insulin injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering because they stated this is not normal and there is no reason for him to get high blood glucose value. Customer reports bolus wizard is programmed accurately. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.